Event description:
It was reported that during a radiofrequency ablation procedure, an intellanav mifi oi catheter was selected for use. During radiofrequency ablation delivery, the ablation was stopped, and a high temperature message was observed. A pool of saline solution was found at the handle/lure hub connecting to the metriq tubing. A tear in the catheter tubing was observed. The catheter was then replaced, and the procedure was completed without any patient complications. The catheter will be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a radiofrequency ablation procedure, an intellanav mifi oi catheter was selected for use. During radiofrequency ablation delivery, the ablation was stopped, and a high temperature message was observed. A pool of saline solution was found at the handle/lure hub connecting to the metriq tubing. A tear in the catheter tubing was observed. The catheter was then replaced, and the procedure was completed without any patient complications. The catheter has been returned for laboratory analysis.

Manufacturer narrative:
The device has been received by boston scientific and laboratory analysis was performed. Visual inspection revealed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observations.